Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, the patient underwent endovascular treatment of an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses featuring c3® delivery system. According to the pre-implantation computed tomography angiography (cta) performed on (B)(6) 2011, the patient was reported to have significant thrombus in the proximal neck with a large reverse taper, (outside IFU). On (B)(6) 2018, routine follow-up cta images appeared to show a stent fracture with some apparent separation in the proximal end of the trunk-ipsilateral leg component. The aneurysm diameter is reported to measure 6.3 cm, however, it is unknown if aneurysm enlargement has occurred. According to the report, the patient has declined to undergo an additional procedure to treat the suspected stent fracture due to his failing health.

Manufacturer narrative:
Concomitant medical products: the patient's medications include; albuterol, simvastatin, insulin, famotidine, tamsulosin, aspirin, multivitamins, lutein caps, docusate sodium tablets, metoprolol tartrate, and lisinopril.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU), the gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy. Additional considerations for patient selection include but are not limited to the patient¿s anatomical suitability for endovascular repair; key anatomic elements that may affect successful exclusion of the aneurysm include significant thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. According to the IFU, the trunk-ipsilateral leg endoprosthesis (rmt311413) is intended to treat an aortic diameter treatment range of 27-29 mm. According to the pre-implantation cta images dated april 14, 2011, the aortic neck diameters ranged from 22.0 ¿ 28.9mm (significant reverse taper). It was reported the rmt311413 was implanted within an aortic diameter of 22.0 mm, therefore the use of the trunk-ipsilateral leg endoprosthesis was outside of the accepted treatment range. Further, the IFU states adverse events that may occur and/or require intervention included, but are not limited to separation of graft material from stent.

Event description:
In an effort to ascertain a root cause for the allegation of possible stent fracture the patient¿s medical/oncology records were obtained and reviewed. Additional details regarding the patient¿s clinical course were ascertained from a review of medical records. On (B)(6) 2017, a pet/CT scan identified a hypermetabolic left upper lobe mass with chest wall invasion. On (B)(6) 2018, subsequent pet/CT scan showed uptake in the left hilar node with uptake in a 17 mm right paratracheal lymph node. Mediastinal nodes are suspicious for containing malignancy. A soft tissue mass is also noted in the left parotid gland. The lesion in the left parotid area is suspicious for warthin¿s tumor. Diagnosis of clinical t4 n3 squamous cell caroninoma of the left upper lobe. On (B)(6) 2018, a CT guided biopsy was performed on the left upper lobe mass and was positive for squamous cell carcinoma. On (B)(6) 2018, a cystoscopy and left ureteral stent were performed. On (B)(6) 2018, the patient was admitted to the hospital with diagnoses of urinary tract infection (uti), yeast infection, pneumonia, confusion, dysuria, and generalized weakness. According to the physician¿s statement, the patient declined to undergo an additional procedure to treat the suspected stent fracture due to his failing health. Reportedly, the patient was transferred to a hospice facility for end of life care. It was reported, on (B)(6) 2018, the patient expired. The physician reported the patient¿s cause of death was due to his multiple comorbidities and not device related.